Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and was likely fractured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high and undefined pacing impedance. The lead was explanted and replaced. During extraction of the lead, the x-ray showed an acute bend distal to anchoring sleeve which resulted in difficulty in passing a styler in that area. The distal screw was unable to be retracted. There was no resistance when rotating the distal pin while trying to retract the screw. It was noted that the nurse cut the distal portion of the lead in half. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.